Manufacturer narrative:
(B)(4). The device is not returned. We are awaiting results of the x-ray review. We cannot draw any conclusions as of now.

Event description:
It was reported that on an unknown date, post-op, rod was broken at the bend of the rod. No fragments of the product remained in the patient. No patient complications were reported. Product is still implanted in the patient. Portions of the rod were explanted(cut out) from the patient.

Manufacturer narrative:
Post op x-rays and CT images are provided for occiput to t2 fusion. Date from surgery is unknown. On CT patient appears to have ankylosing spondylitis with an odontoid fracture. Fusion has probably not occured at the site of the fracture leading to instrumentation failure. Root cause is patient factors.